Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with stripped battery cap coin slot.

Event description:
The customer reported via phone call that their insulin pump had battery cap broke and I could not get it off. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer reported that the battery cap off with coins and tools and nothing works. Customer reported that the battery was low. Customer stated they were not able to remove the battery cap. The insulin pump will be returned for analysis.